Event description:
During a clinic follow-up, an increase in the pacing impedance, high capture threshold, and episodes of noise resulting in myopotential oversensing and automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was alleged but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.